Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient's wife stated that they are unable to get the urine from the meter to empty into the bag. The urine is stuck inside the meter. Per internal response notes, discussed possibility of a vapor lock. It was very late in the day. Decided to see if the urine flows once the air vent dries out. Called back the next day and she notes that overnight the meter never emptied into the bag and the bag leaked overnight. They went to the urologist during the day today who decided to pull the foley. The urologist suspected the patient of having bladder spasms, which would have led to leakage around the foley in the bedding. The nurse disposed of the product at that time. The patient came home from the hospital with the foley system, so product and lot were not available. However, based on the conversation it sounds like the leakage was possibly related to bladder spasms vs an issue with the bag.